Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, olympus confirmed foreign material inside the device, but the type of the material or root cause cannot be identified. Probable cause could be due to external factors, or handling. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrovideoscope air/water nozzle was found with a foreign object. There was no patient involvement in this reported event.